Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the inner pouch of a vascular probe. This event was discovered during incoming inspection and before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual examination via the naked eye noted loose particulate matter (pm) on the inside wall of the inner pouch. Microscopic inspection was performed and the pm was determined to be a fiber. Size of the particulate was determined to be less than 0.80mm², which is within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.